Event description:
During a remote follow-up, episodes of noise resulting in oversensing and high pacing impedance were noted on the right ventricular (rv) lead. The suspected root cause was rv lead fracture. The device was reprogrammed to turn off therapy to resolve the event. The patient was stable and will continue to be monitored.